Manufacturer narrative:
Device evaluation: analysis of the lead found the lead was twisted/overstressed and the outer insulation was broken/overstressed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# vn4739752, product type: accessory; product ID: 3889-28, lot# 0217147979, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jan-2023, UDI#: (B)(4). Report source- country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s postoperative effect was not obvious. The patient returned to the hospital for an examination on (B)(6) 2019 and no problems could be found. The patient then underwent a surgical investigation on (B)(6) 2019, where it was found there was ¿no response on the lead.¿ the cause of the ¿no response on the lead¿ was unknown. The patient¿s lead was replaced with a new lead on (B)(6) 2019 and the issue was resolved; the patient remained in the hospital for observation at the time of report. No further complications were reported or anticipated.